Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus. This findings is generally considered a patient related condition. (B)(6). (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical valve in a (B)(6) patient with acute mitral valve insufficiency, because the heart was too small to implant a 16mm size valve, the cuff was translocated to a left atrial anterior line and the valve was implanted. After translocating, it was found that leaflet was not moving appropriately. Thus, the valve was explanted and a vascular graft was sewed into the cuff to facilitate range of motion. The same valve was re-implanted and the leaflets moved properly. Four days post implant the echocardiography showed the flow rate (gradient) was increased and the leaflet did not open adequately. Thrombus was noted in the hinge part of the valve and in the left atrium and left ventricle. The valve was replaced with a non-medtronic mechanical valve. The physician stated that the thrombus was not valve-induced. The anticoagulation regime was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.